Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone and stated that her insulin pump is not showing the correction icon on the graph while she's in auto mode. Troubleshooting was performed. The customer's blood glucose was between 50 mg/dl and 70 mg/dl. The customer treated with food and a bolus from the insulin pump. The customer declined troubleshooting for the low blood glucose. The customer's current blood glucose is unknown but the customer says it might be high due to stress. Nothing further reported.